Event description:
A home pt contacted baxter's technical service center in 07/04 for assistance regarding an alarm received during their automated peritoneal dialysis therapy. During the call the home pt stated that they were currently in the hosp for peritonitis. During follow up with the home pt they reported that their peritonitis was caused by their catheter breaking. The home pt was unwilling to provide any further detail.